Manufacturer narrative:
Implant and explant date not applicable since it broke during implantation process and was not fully removed. Manufacturing location: (B)(4). Manufacturing date: 26 april 2014. No nonconformances were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that about 2.2 cm of the schanz screw broke in the patient metacarpal during insertion. The schanz screw broke at the threaded part. Broken part was left in the patient as it could not be taken out. No prolongation of the surgery was reported. Patient outcome unknown. Surgery name: external fixator of right wrist. This is report 1 of 1 for com-(B)(4). This complaint involves 1 part.

Manufacturer narrative:
Subject device has been received and a manufacturing investigation was conducted/performed. The report indicates that: the seldrill-schanz screw ø4/2.5 l80/20 ti was received with the entire threaded front part broken off. The broken off portion measuring approximately 24 mm is not available as it reportedly was left in patient. There are visible striations on the remaining shaft. The complaint relevant dimensions therefore cannot be checked anymore for dimensional accuracy of the valid manufacturing specifications. The manufacturing documents were reviewed and no complaint related issues were found. This device was manufactured with a lot size of 31 pieces in april 2014 and we are not aware of any other complaint for this article- and lot number. All dimensions passed the required final inspection check. A final manufacturing conclusion cannot be presented because of the condition of the product and including the available event information. The root cause of this complaint is undeterminable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.